Event description:
It was reported that the customer received an alert notifying her to change the battery on her insulin pump, and when she did so, the screen went blank. The customer's blood glucose was 145 mg/dl. She was advised to replace the battery again with a new one, and upon doing so, the display returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.